Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was later found to have dislodged as confirmed via fluoroscopy. During the procedure performed to explant the lead, the patient's vessel collapsed. The physician programmed a future epicardial lead implant. The lv lead was extracted. No additional adverse patient effects were reported.